Event description:
A physician was using a shark hot biopsy forceps during a colonoscopy and polypectomy procedure. An erbie cautery unit was being used with the setting at 20 watts. Three biopsy samples were taken during the procedure. The first biopsy was taken without incident, when taking the second biospy, a "click" was felt in the handle of the device. When taking the third sample, an additional "click" was felt in the handle and when the cautery was engaged with the foot pedal, the nurse reported feeling a tingling sensation in their right hand with which they were holding the handle of the device. There was also static noticed on the video screen and cautery action in the colon tissue.